Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure and issue with actuation of the probe occurred during cataract and vitrectomy surgery. It was unknown whether the surgery was completed or not. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material was around the port face, inside the port, and on the port face. Body needle was slightly bent at stiffener. Piece of metal is missing at bottom of port area. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for all three tests. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks at bend area on the inner cutter. Nicks in cutting edge on the inner cutter. Gouge marks are observed at several locations on the inner cutter. Tested with syringe resistance felt. Inserted wire and there was a little resistance then the wire went through aspiration path. Retested with syringe, no resistance felt. The sample was retested for actuation and aspiration with the probe driver and was able to actuate and aspirate. The initial actuation and aspiration test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate and aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probe had an actuation and aspiration failures and indicated a cut failure. The most likely cause for the actuation, aspiration and cut failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. A potential contributing factor of the cut failure is the damaged cutting edge of the inner cutter. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the actuation, aspiration and cut failures could not be determined. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).